Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was noise on the right atrial (ra) lead that was causing inappropriate mode switching. The noise was reproducible when the patient moved their arm. Upon x-ray examination the ra lead appears to be pinched by the clavicle. The lead was capped and replaced. No patient complications have been reported as a result of this event.